Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room twice due to unknown reason, on unknown date, and unknown blood glucose level. Customer was explained high blood glucose troubleshooting. The device will not be returned for analysis.